Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation of the peeled lighting lens adhesive, the cause is traced to component failure. Based on the results of the investigation of the burnt clamp stand, a definitive root cause could not be determined. However, it is likely it was caused by a high-frequency instrument without sufficient distance from the tip. The event is detectable/preventable by handling the device in accordance with the following IFU: instructions evis lucera elite duodenovideoscope olympus tjf-q290v operation manual chapter 3 preparation and inspection 3.3 inspection of the endoscope chapter 4 operation 4.3 using endo-therapy accessories should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the duodeno videoscope exhibited a burnt clamp stand and peeled off light lens adhesive. There was no patient involvement.